Event description:
The customer contact reported the catheter separated from the hub. The customer contact reported that while the anesthetist was inserting the catheter, the catheter separated from the hub after withdrawal of the needle. It was reported that the catheter remained in the pt's vein. The anesthetist applied a tourniquet between the elbow and the catheter to prevent the catheter from migrating. The catheter was removed by the anesthetist. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the intl list number.